Event description:
Two doctors and an anesthetist in a foreign country recently convened to write about their early experiences with adcon-l. In the manuscript (see attached) it is mentioned that there were 7 patients with hypotension and tachycardia. The manuscript discusses the incidents in further detail and gives possible explanations for the events.